Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible allergic reaction in her right knee.

Manufacturer narrative:
This report information has been transferred to medwatch report #3007963827-2017-00232 to correct the manufacturing site.